Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(4) 2015 which refers to a non-pregnant (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert), lot number c91770 and expiration date aug-2017, insertion on (B)(6) 2015 for permanent sterilization. Physician reported that essure micro-insert broke during insertion. Health care professional was able to retrieve it and stated that had broken insert, in a container, for return. In addition, it was reported that they were able to insert only one essure coil. The other broke. Patient still has essure inserted unilaterally. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment (B)(4) 2015: left message with doctor office to obtain further information. (B)(4) 2015: called doctor office and nurse not available to answer questions, left message to call back once again. (B)(4) 2015: no responses received back to confirm device breakage. It is not clear from the reporter as to what broke during the insertion. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record c91770 (production date 05-aug-2014 and expiration date 31-aug-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that essure micro-insert broke during insertion. This event is non-serious and listed according to product technical analysis (ptc). During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device has broken during insertion procedure. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious event was added: bilateral placement not achieved. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.